Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded upon removal. The target lesion was located in the severely tortuous internal iliac artery. A 10mm x 40cm interlock-35 was selected for use. During procedure, the coil got stuck in the distal part of the catheter. And when pulled out, it was noted to be protruding from the catheter's tip. The procedure was completed with another of the same device. No patient complications were reported.